Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 133 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.